Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 498 mg/dl at the time of the incident. The customer experienced hyperglycemia, and it was treated with a manual injection from the insulin pen. Customer stated their insulin pump would shut off and would not turn on. During troubleshooting, customer attempted to fix the blank display by cleaning out the battery cap and remove the battery for 10 minutes. Customer stated it did not restore the screen. Customer was advised a replacement insulin pump would be sent out. The insulin pump will be returned for analysis.